Event description:
The end user used the rails to pull herself up to get out of bed and the side rail gave way. The end user fell to the floor and fractured a toe.

Manufacturer narrative:
It was reported that the end user used the side rail to assist herself in getting out of bed. The side rail came off of the bed and the end user fell. She suffered a left second toe fracture. The toe was immobilized by taping it to the adjacent toe. The manufacturer of the side rails is not known as the bed had been installed by another company. It is also not known if the side rails had been properly installed. No sample has been returned for evaluation and photos were not sent. A root cause has not been determined. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.